Event description:
It was reported that during a cerebral angiographic procedure, in which multiple diagnostic catheters were used, the patient experienced a seizure. Upon onset of the seizure, the procedure was stopped and the patient was transferred to intensive care. A CT scan was performed and confirmed the patient had suffered a posterior fossa stroke. The patient subsequently expired. The physician does not feel the procedural complications can be contributed to the nighthawk.